Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Functional testing was performed and the reported malfunction could not be duplicated. The reported malfunction was not observed during review of the device history logs. The battery used during the event was not returned for evaluation. The device passed the final test procedure, was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.